Event description:
Paramedics responded to an unconscious, unresponsive person, down for an unknown time. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not shock the patient. The patient was not resuscitated. The reporter stated the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.